Event description:
It was reported that the balloon burst. An equalizer balloon was selected for an aortic stent deployment procedure. During the procedure, however, the balloon burst. Another equalizer balloon was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.